Event description:
The customer reported the device was alarming and running on external battery. The manufacturer's field svc engineer (fse) evaluated the device and confirmed the reported problem. The fse found that the power cord had been pulled out of the restraining clamp and was not seated correctly. The fse reseated the power cord and tightened the restraining clamp, the unit operated correctly. The customer reported the device was not in use, therefore, no pt involvement. The device passed all applicable testing.